Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10021. The physician attempted to implant the scs system on (B)(6) 2011. It was reported that during the procedure, the pt had difficulty breathing and began to vomit. The physician removed the scs leads and anchors and closed the surgical sites once the pt had been stabilized. The scs ipg had not been implanted at the time of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.